Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (silk, vicryl sutures) used in this procedure? Citation: j. Maxillofac. Oral surg. 2016; 15(2): 243¿250. Doi: 10.1007/s12663-015-0809-y. (B)(4).

Event description:
It was reported via journal article: "title: comparison of skin staples and standard sutures for closing incisions after head and neck cancer surgery: a double-blind; randomized and prospective study" author: jitender batra, rajesh kumar bekal, sunil byadgi, gyanander attresh, shanender sambyal, chinmay dilip vakade citation: j. Maxillofac. Oral surg. 2016; 15(2): 243¿250. Doi: 10.1007/s12663-015-0809-y. The purpose of this study was to investigate the merits and demerits of stapled skin closure when compared to conventional sutures in head and neck cancer surgery. A total of 80 patients (43 males and 38 females), of which 40 patients (mean age of 50.6 ± 8.4 years) were randomized under control group and 40 patients (mean age of 47.4 ± 6.7 years) were randomized under the study group were enrolled. The patients underwent closure of incision wounds following head and neck cancer surgical procedures. During the procedure, after finishing with the procedure on the neck and chest, subcutaneous tissues were closed by using vicryl 3-0 in simple interrupted or continuous manner in both the groups. In control group, the skin was closed with mersilk 3-0 cutting body by simple interrupted suturing technique in conventional manner. In the control group, reported complications included wound dehiscence (n-4), and prolonged wound discharge (n-4). In the study group, reported complications included wound dehiscence (n-7) and prolonged wound discharge (n-2). It was reported that the events in both groups were managed by antibiotics and secondary suturing whenever required. It was concluded that skin staples are better alternatives to conventional sutures in head and neck cancer surgery as they offer ten times faster wound closure, cost effectiveness, and similar results to sutures in terms of patient comfort, aesthetic outcome and complication rate.